Event description:
Patient underwent an open reduction internal fixation (orif) of a left tibial shaft fracture at this facility following a motorcycle accident. Almost 12 weeks later, patient was transported to this facility following a fall at home. X-ray showed a re-fracture through the site of the previous fracture with sharp angulation of the plate. The next day, patient underwent removal of left tibial plate and screws due to a failed internal fixation of the left diaphyseal tibial fracture and underwent an orif of the tibial shaft fracture. Reportedly, prior to the fall, the patient had been noncompliant with weight bearing restrictions and had been full weight bearing since the first week following surgery despite physician instructions to be non-weight bearing for about 8 weeks when he was transitioned to 50% weight bearing. It is also reported that prior to the fall, the patient felt his leg snap.